Event description:
Patient was experiencing loss of pain relief prior to refill over the last 4-5 months. Physician noted that at programmed refill date, the pump was dry despite computer reading that there should be 3-4 ml left. Patient did not suffer any overdose symptoms due to her high narcotic tolerance. Physician has explanted. The pump and returned it to manufacturer for analysis.